Event description:
On (B)(6), 2002, the plaintiff was implanted with an ams sparc to "treat cystourethrocele." It was alleged that after the sparc was inserted, "plaintiff experienced pain, soreness, erosion, infection, and dyspareunia." On or about (B)(6), 2003, the plaintiff had an "excision of the sparc sling due to erosion of the product into plaintiff's vaginal." It was also alleged that the plaintiff has experienced disability, and "severe and permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.